Manufacturer narrative:
The suspect device returned and evaluated. Visual examination confirmed physical damage to the external of the device consistent with drop damage. Delivery, accuracy and occlusion tests were performed, the device was found to pass all delivery, accuracy and occlusion tests. No operational or functional failure was detected and the product was within specification.

Event description:
A 50ml syringe of aciclovir was set-up for intravenous injection via a syringe pump. The full infusion infiltrated into the tissue of the arm. The patient's arm is reported to be swollen from the antecubital to the fingertips. User facility report that the pump did not alarm an occlusion.